Manufacturer narrative:
No patient information provided as no patient was involved in this concern. During the onsite inspection, the medtronic representative reported that there was no communication to the rotor motion controller. The imaging system motion progress bar was scrolling on the pendant and stuck in stand alone mode. The medtronic representative replaced the rotor motion controller and reprogrammed the firmware on the controller which resolved the issue. The replaced part has not been received by the manufacturer for further analysis. A successful system checkout was performed which verified that the issue had been resolved.

Event description:
A site representative reported that the site was able to use the system to take scout shots earlier in the day but had to perform a hard shutdown on the system. When the site restarted the system, the image acquisition system (ias) was not getting out of the "system booting please wait". No patient was present during the time of the reported incident.

Manufacturer narrative:
The rotor motion control box was returned to the manufacturer for evaluation. Testing found that the unit would not communicate.